Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 6 months post implant of this pulmonary valved conduit, the patient had the valved conduit replaced due to an unknown failure mode. No further adverse patient effects were reported. Attempts to obtain further information were not successful.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to insufficiency and stenosis. Patient was reported as doing well. If information is provided in the future, a supplemental report will be issued.